Event description:
On (B)(6) 2019, the lay-user/patient contacted lifescan (lfs) USA alleging that her onetouch verioflex meter displayed an error 2 message. The complaint was classified based on customer service agent (csa) documentation. The patient was unwilling to answer troubleshooting questions. The patient did not specify when the meter issue occurred. The patient did not specify what medications, if any, she takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that an unspecified time after the alleged issue occurred she developed symptoms of ¿confusion and fatigue¿ however did not specify if she received any treatment. During troubleshooting the csa noted that it was not the first time the meter had been used and that there was no apparent misuse of the device. The error 2 presented when the power button was pressed. Replacement products were sent to the reporter. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.